Event description:
It was reported that during the implant attempt, the lead kept getting 'hung on something.' A helix problem was suspected. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The lead appeared to have been stretched. The distal conductor was distorted and exhibited a fracture (overstress). Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The inner insulation was kinked/buckled and the lead appeared to have been damaged at implant. The analyst noted that the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.